Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain at the ipg site. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
An ipg issue was reported to abbott that the patient reported that they are experiencing pain at their ipg site. The patient¿s ipg was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2021 wherein the ipg was repositioned deeper to address the issue.